Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication issue and failure icon. The field service engineer replaced the drawer controller and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.